Event description:
On (B)(6) 2025, a patient underwent a dialysis placement procedure performed with the hemostar hemodialysis catheter. During the procedure, when the attempt was made to withdraw the puncture needle, it could not be removed. It was further reported that the guidewire became lodged in the introducer needle, preventing its retrieve. Consequently, both the guidewire and the puncture needle were withdrawn simultaneously. Further found that the guidewire was defective. The procedure was successfully completed using an alternative device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation,. However. One electronic video was provided for review. The video shows a clinician was attempting to withdraw j-tip guidewire from the puncture needle, but the guidewire is noted to be stuck within the needle and could not be withdrawn. The guidewire surface was unclear in the provided video. Therefore, the investigation is confirmed for the reported guidewire stuck and difficult to remove issues. However, the investigation is inconclusive for the reported stretched issue as the provided video was not sufficient to confirm the reported issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis placement procedure performed with the hemostar hemodialysis catheter. During the procedure, when the attempt was made to withdraw the puncture needle, it could not be removed. Consequently, both the guidewire and the puncture needle were withdrawn simultaneously. Further found that the guidewire was defective. The procedure was successfully completed using an alternative device. There was no reported patient injury.